Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc could not review the manufacturing history record (DHR) because over fifteen years had passed from the subject device had been manufactured. Based upon the information from oekg, omsc considered that the reported phenomenon was attributed to the video communication failure to the processor due to the failure of the cable by the user handling. Olympus stated the appropriate handling of otv-s7h-1d-f08e and the counter measures against abnormalities in the instruction manual of otv-s7h-1d-f08e.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6) se & co. Kg (oekg). Oekg checked the subject device and found that the reported phenomenon and the endoscopic image was not displayed. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the cable defective and the cable break. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.